Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The unidirectional valves were cleaned and co2 bypass assembly was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported raised inspired co2. There was no report of patient injury.